Event description:
The customer reported a scope communication error (e227) during inspection for use involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1 address:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.